Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was conveyed that their md wants pt to try a different type of infusion set due to bleeding at the site. At the time of the call, the customer did not have any other information about the event. It was indicated that the customer is currently working with their md and pump trainer. No further details.